Event description:
Customer was enroute to church and began to feel nausea and shaking. Paramedics were called and customer was treated intravenously. Specific readings leading up to the event were not provided by the customer. The customer did indicate that erratic readings were received that led to the hosp visit. Customer's meter was not set to the appropriate strip code. Customer does not wash hands prior to testing.